Event description:
The event occurred on an unspecified date and involved an unspecified infusion set that included a spiros. It was reported that a patient's infusion of gemcitabine was unable to be completed because the chemotherapy line disconnected itself from the spinning spiro. This resulted in chemotherapy dropping on the patient, the chair and the surrounding atmosphere. When the gemcitabine treatment started, the chemotherapy line was attached properly and there was nothing wrong or unusual identified at that time. The infusion was originally set up to infuse an anti-sickness IV medication, followed by abraxene and lastly gemcitabine treatment. This infusion set up (with the line attached via port access) does not typically require a line change. Anti-sickness ivi + abraxene treatment infused without issue. A flush of line a was not required to be changed as the chemotherapy was on line b. The port was accessed with a 19x20needle with a blue pump, then the spinning spiro was connected next, and then the line after that. When this situation happened, the line detached from the spinning spiro and line side. The customer reported that it was odd that the spinning spiro was still attached to the port when leaking blood, etc. The line was disconnected even though it was not manipulated since the beginning of the intended infusions. The bag contained a total 213mls during the start of the gemcitabine infusion. When the clinician checked the line and the pump six minutes later, 166mls were left at this point and everything was intact with the line. The pump did not alarm at any point as no occlusion had occurred. After that, at some point during the clinician's break the patient said that he felt wet, and it was discovered the line detached from the spinning spiro past the side port and proximal to the port extension. There was no human harm reported.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received. Without the returned device, a probable cause is unable to be determined.